Manufacturer narrative:
Date product received: return of product was requested. An e-mail was received 8-30-2016 stating the product would not be returning. Device identification: (B)(4). Visual inspection: where product was not returned a visual inspection was not performed. Functional inspection: where product was not returned a functional inspection was not performed. Additional investigation notes: device history record review showed no non-conformances associated with the three manufacture lots reported in the complaint investigation. Further review showed needles, (B)(4), manufactured under lot 992658 met the print requirement of 95% confidence that 99% of the lot would meet a minimum of 24 cycles with 95% confidence that 99.9% would meet the 24 cycle minimum. Additional information was received via e-mail that stated, "it broke the tip of the needle into the joint. It was removed by means of washing. The difficulty in passing the thread took place with both forceps". With limited information the root cause was unable to be determined. The description of the non-conformance indicates there was a problem passing the suture through with both instruments. It is probable that it was due to the patient's anatomy and not due to an issue with the suture passer or needle. Service history review: there has been no service on this product. Alleged problem confirmed: where the product was not returned the alleged problem could not be confirmed. Actual failure mode(s): needle broke. Root cause(s): where the product was not returned a root cause could not be determined. Manufacturer error: device history record review showed no manufacture error with the manufacture lots listed in the complaint investigation. Product was unavailable for return.

Event description:
Alleged problem(s): "it broke the needle tip". We are trying to find out if all three devices broke. During surgery product (complaint sample) is in the field, trying to retrieve it. No associated procedure. No delays. No adverse consequences. Event occurred in (B)(6).